Event description:
The device was applied during an unspecified thorascopic procedure. Reportedly, the instrument would not fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury.